Event description:
The pt was implanted with left ventricular assist device. The perfusionist reported that the pt expired due to respiratory failure. The hospital also suspected a clot in the pump.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.